Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen intermittently is not responding to an input and the customer has to press buttons multiple times for the pump to respond. The customers blood glucose level was not impacted. Troubleshooting with tandem technical support was performed. It was indicated that the customer would continue to use the pump until the replacement arrives.